Event description:
It was reported a patient underwent reverse total shoulder arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2013 due to disassociation of the glenosphere from the base plate. The glenosphere and mini adapter were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay corrected part/lot number. Examination of returned device found no evidence of product non-conformance. Without mating taper components a determination on assembly condition can not be determined.